Event description:
It was reported that balloon deflation issues were encountered. Vascular access was obtained via the iliac artery. The target lesion was located in the severely tortuous and moderately calcified abdominal aorta. A 27/7/2/65 equalizer¿ balloon catheter was used to dilate the lesion. However, due to a kink noted on the shaft of the device, it took 30 minutes to deflate the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).